Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawers 5.1 and 5.2 had failed. Recover storage was performed and the station was rebooted, however, the issue persisted. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawers 5.1 and 5.2 were frequently failing and found retractor bands for both were damaged. A field service engineer (fse) powered off the station, reseated loose row board cable connections, and replaced the retractor bands to restore proper operation. The system functioned as intended after field service engineer repaired the device.